Event description:
Clinical trial. Same case as MFR 6000093-2006-01423, -01422, and 6000089-2006-01601, -01602, -01603, 01604, 01605. It was reported that the patient experienced a myocardial infarction (mi) immediately post index procedure , and death followed 2 days later. The index procedure treated 4 target lesions. The mid rca was direct stented with a 3.0 x 32 mm taxus express2 stent. The prox lad was direct stented with a 2.5 x 20 mm taxus express2 stent. The mid lad was direct stented with 4 overlapping taxus express2 stents - 2.5 x 24 mm, 2.5 x 16 mm, 2.5 x 12 mm, and 2.25 x 12mm. The distal circumflex was direct stented with 2 overlapping taxus express2 stents - 2.5 x 20mm, and 2.5 x 12mm. The patient received heparin, tirofiban and nitrates during the procedure. Residual stenosis on all index lesions was less than 30% post procedure. Shortly after the procedure, the patient experienced an anterior q wave mi. The mi was confirmed by ECG, and was noted to be caused by a dissection in the distal lad. The patient died 2 days later. An autopsy was performed and cause of death was listed as acute myocardial infarction. In the opinion of the physician, the mi and subsequent death was not related to the stent, but had a highly probable relationship to the index procedure.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Reported batch 8431868 is the rework batch for 8096600. The manufacturing records for top assembly batch 8096600 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties could not be determined. A similar complaint was received for this batch number.